Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl in the morning ate something blood glucose was 271 mg/dl, blood glucose was naturally low during night high blood glucose treating with insulin pump he wanted to change settings. Customer other blood glucose was 150 mg/dl and 67 mg/dl. The customer was assisted with troubleshooting and declined for low and high blood glucose. The insulin pump was working fine last night put in blood send to to machine did not compute it manual bolus and blood glucose was high did it manual and pushed a button no bolus canceling bolus now looking blood glucose active bolus .0 6 units bolus. The device will not be returned for analysis.